Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the basal iq software intermittently did not suspend insulin delivery. Customer's blood glucose (bg) ranged from 59 mg/dl to 62 mg/dl. Additionally, it was reported that the customer experienced a low bg level; value was not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.